Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-03860. It was reported the patient is no longer receiving effective stimulation. An sjm representative was unable to resolve the issue with reprogramming. X-rays were taken and it was determined surgical intervention will be taken at a later date to address the issue. At this time, it is unknown what was concluded from the x-rays.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report:1627487-2016-03860. Additional information received identified the patient's scs leads were repositioned on (B)(6) 2016. Effective stimulation was restored following the surgical intervention. It was also clarified that the leads were repositioned to provide more effective stimulation, they did not migrate.